Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has a lump in her buttock below where the device is. When the patient was asked if the lump was related to the device, the patient stated ¿I hope not", "I don't think so but am not sure".the patient noted that her healthcare provider (hcp) is not sure if it is a hematoma or just "fatty", and that a dermatologist is going to remove the lump. No further complications were anticipated/reported.